Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that he went to the emergency room on (B)(6) 2015 with a high blood glucose of 447 mg/dl. Customer had diabetic ketoacidosis and went to the intensive care unit. Customer was treated and then discharged. Customer was wearing the pump at the time of the emergency room visit. Customer changed the infusion set about 12 hours prior to the hospital visit. Customer stated that the drive support cap appears normal. Customer was in the ICU for 3 days and then put back on the pump the night before being discharged. Customer had symptoms of high blood glucose such as vomiting and a fast heart rate. Customer's most recent blood glucose was 116 mg/dl. Customer will be sent a tubing clamp and will call back to perform the high pressure test. Customer was advised to monitor the pump.